Event description:
It was reported the patient complained he was not receiving effective stimulation therapy from his scs system. The patient underwent surgical intervention to have his scs system revised on (B)(6) 2015. It was found the patient's existing lead had shifted to the left. During the procedure, the physician added a second lead alongside the existing lead. The patient reported receiving effective stimulation coverage postoperatively. The reported issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.